Event description:
It was reported the patient's stimulation had turned off twice in the past two weeks. The patient stated he has only had the device turn off one other time approximately 1 year ago. The current battery measurement was 3.67, considered acceptable as it is greater than 3.3 v. Longevity tests were performed and based on the patient's current settings, the device could potentially last 27 years. The device was currently set to 1.5v, 450pw, 33 rate and unipolar with one cathode programmed. The patient uses the device approximately 4 hours a day and cycles 10 seconds on with 5 seconds off. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.